Event description:
During a procedure, the machine turned off with error message; no audible alarms. Staff bagged the patient and ran the checkout procedure. Machine passed the checkout and patient was put back on. Bio stayed in the room until the end of the case. Bio called ge who recommended performing a functional performance test and if no problems, to return the device to service. Checkout was done with no errors or discrepancies noted and device was returned to service.